Manufacturer narrative:
The affected device is being evaluated by a service provider.

Event description:
On 06/11/2019, a distributor of infutronix reported an under-infusion issue of the device. The distributor reported that "pump 301423 did not finish an infusion. Pump was programmed to infuse 138ml and displayed 7ml vtbi when patient returned. However, 30ml was left in the bag. No patient harmed. Medication 5fu. Device operator rn". The distributor also forwarded the following information from the end user: "we had a patient on 5fu continuous infusion which was connected via nimbus pump on tuesday (B)(6) 2019 at 3:10 pm. The infusion bag was prepared as follows: 5fu dose = 4950mg = 99ml of drug. Normal saline = 39ml + 7ml ns for overfill for a total of 46ml normal saline. Total volume of bag = 145. All the air was removed from the bag and attached to the pump. Settings entered into pump: selected new rx, code 019, selected 24-72hrs, selected 46hrs, volume to be infused entered 138ml, locked the pump. The patient returned to the infusion center to be disconnected on (B)(6) 2019 at 1pm. When the nurse went to disconnect the patient, the pump was displaying that volume to be infused was 7ml remained. The tubing wasn't kinked and no air seemed to be present. We verified that the pump settings were correct - 46hours and 138mls. We asked the patient if he heard any alarm or noticed any red light and the patient stated he did not. Upon further inspection of the bag it looked like there was more than 7mls left to be infused. It looked more like 30mls. To determine the amount I had taken another empty bag and injected 30mls of normal saline. We compared the two bags and they looked the same so we figured that there was really 30mls left to be infused and not only 7mls which the pump was displaying. We decided that the patient should receive the rest of the infusion. I removed the questionable pump and attached a new pump. I programmed the new pump with the same settings and informed the patient to allow the rest of the infusion to be infused and he was instructed to return to the infusion center on (B)(6) 2019 at 8:15. He returned on (B)(6) at 8am and the pump had infused the remainder of the infusion. However, the pump did not show any indication that the infusion had completed and no red light or any other error messages or warnings. The pump was disconnected and patient was discharged home." This MDR reports the first infusion pump used on the patient in this event.

Manufacturer narrative:
The reported issue was not confirmed. Last infusion parameters were 138.0 ml vtbi at a rate of 3.0 ml/hr. Event history log could not be retrieved due to an issue with the hardware at the debugger port. During testing, pump was programmed for a 24 hr infusion which yielded a flow rate accuracy of -1.7% which is within specification. Pump was then programmed for a 46 hr infusion which yielded a flow rate accuracy of -1.1% which is within specification. The pump tested to flow rate specification, therefore, the reported issue was not confirmed. However, the device does not meet full specification due to the hardware issue related to the debugger port, which would have no impact on product performance under normal use conditions in the field. The test was completed on 09/17/2019.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00019).